Event description:
A report was received that the patient will undergo a pocket revision due to localized pain at the pocket site.

Manufacturer narrative:
Additional information received indicated that the patient had a pocket revision. The pocket was relocated from the back to the abdomen. The patient is reportedly doing well. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to localized pain at the pocket site.